Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2011-18967. 1818910-2013-14714 will be rejected. 1818910-2011-18967 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision. Report received direct from ages competent authority one of several asr revisions sent to (B)(6). Re-created - (B)(6) 2014, to send to void as this is a duplicate of (B)(4).

Event description:
The pt was revised for unk reasons.